Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized with blood glucose of 500 mg/dl. Customer was hospitalized for high readings. The customer's health care provider stated that her potassium was very low. Customer was treated at the emergency room. The customer also mentioned low reading of 36 mg/dl. The customer did not troubleshoot for low readings. Troubleshooting was performed. The drive support cap appeared normal. The insulin pump was not returned for analysis.